Event description:
A patient reported that it was necessary to undergo surgery to remove one of her essure micro-inserts. The patient stated that the essure micro-insert had perforated her fallopian tube and was observed in her pelvis on a 3 month hsg. The patient did not report any symptoms. It was confirmed with the patient's physician that the patient did not undergo a laparoscopy to remove the micro-insert; the micro-insert was found broken, in 2 pieces, in the upper right quadrant of her abdomen.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.